Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, diabetes mellitus, xerostomia, inflammation, mobility. Bone resorption around the site, implant fell out of mouth at patients home.